Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for ablation. During the insertion of catheter in the sheath, air entered into the sheath through valve. The issue persisted even after the catheter was pulled back and tried to adjust a better seal. Thus, the sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is not expected to be return for analysis as it was disposed.